Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID; 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient experienced shocking in the lower part of their shin down towards their ankle on their left leg. The patient stated stimulation was turned off and the shocking had gotten worse on the day of this report. It was noted the patient was shocked when walking, but the shocking did not hurt. It was further noted there were no known accidents or incidents related to this complaint. It was noted the patient was on program 1 at 3.4 v with no lightning bolt and turned stimulation down to 0.0 v. It was noted the patient had a follow-up appointment with their healthcare professional on (B)(6) 2013. Additional information received reported the sensation the patient reported ¿went away on its own¿ and had nothing to do with the implantable neurostimulator (ins). It was noted the manufacturing representative did not have to make any adjustments to the patient¿s ins. Additional information was requested, but was not available as of the date of this report.